Manufacturer narrative:
(B)(4), the customer report of a separated catheter body was not able to be confirmed through complaint investigation. Visual analysis revealed that the catheter body of the returned device was significantly stretched, however, no evidence of a separation was observed. Further communication with the customer revealed that inventory samples of sac-00820-pbx were "pulled" to test for brittleness, which is consistent with the stretching observed on the returned device. No other defects or anomalies were observed on the returned catheter and a device history record review did not reveal any relevant findings to suggest a manufacturing related issue. Based on these circumstances, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.